Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the leadless pacemaker exhibited high pacing impedance and high pacing thresholds after placement of chemo port. The leadless device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.